Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the controller event log files spanned approximately 12 days ((B)(6) 2023 per time stamp). The backup battery fault alarm activated on (B)(6) 2023 at 16:42:58 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active through the remainder of the log file until the controller was shutdown following a controller exchange on (B)(6) 2023. No other notable alarms were active in the log file. The system controller, serial number (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The provided information indicated that after switching to a new backup battery, the alarm continued. The alarms resolved after the controller was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with backup battery fault alarms. The ventricular assist device (vad) system monitor showed backup battery cumulative time used was 4 minutes over 16 separate instances of patient use along with a message to replace in 22 months. The decision was made to switch the old backup battery. However, after switching to a new backup battery, the alarm continued. The yellow wrench alarm appeared on the system controller. Two attempts were made to remove/insert the new backup battery. A self-test was performed which didn¿t resolve the yellow wrench alarm. The system controller was exchanged following the instruction of an abbott representative, which resolved the alarm. Log files were submitted for review. The event log indicated that the patient didn¿t utilize the power module/mobile power unit and they were sleeping on battery power. The log files captured a few low power advisory due to battery depletion. The log files also captured power cable disconnect and low power hazard during power change that would correlate with low power advisory alarms. It was noted that there were no notable alarm conditions or parameter changes. The vad was functioning as intended.